Manufacturer narrative:
Related quality control results were within range. No clots were observed in the sample. Upon review of the alarm trace, a "film detected in assay reagent" error was seen on the day of the event. A specific root cause could not be determined based on the provided information. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 34.77 pg/ml accompanied by a data flag and this value was reported outside of the laboratory to the doctor. The doctor requested for the sample to be repeated. The sample was repeated twice, resulting as 9.37 pg/ml and 8.54 pg/ml. A new sample was collected from the patient and tested, resulting as 8.98 pg/ml. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 176452. The reagent expiration date was 12/2017.